Manufacturer narrative:
Additional information was added to h4, h6, and h11. Correction: d10 (date). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of clearlink system continu-flo solution sets had kinked tubing. This was observed during an unspecified process step. It was unknown if a patient was connected during these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Priming test, pressure test and clear passage test were performed and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.